Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore in the injector as the lens was inserted into the pt's right eye. Lens was removed with no pt injury. The incision was not enlarged and no suture was used. A competitor's lens was implanted. Reporter stated cause of lens tear was due to loading error. This surgeon used a competitor's cartridge that is not recommended to use with this lens model. They are aware this is considered off-label. Lens was discarded.

Manufacturer narrative:
(B)(4). Result - no lens was returned. A non-staar cartridge was returned and there was evidence of dark surgical residue on the cartridge. Conclusions - based on the complaint history and the eval of the returned product, the root cause of this event has been determined to be due to the loading error and off-label use of the cartridge with this model lens. (B)(4).